Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter in two pieces. The balloon was loosely folded with blood in the balloon and lumen. The balloon, markerband, hypotube, inner and outer shaft were microscopically inspected. Inspection revealed numerous kinks in the hypotube, with a complete separation at the midshaft bond and the appearance of excessive tensile (stretching) force at the bond location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon leak and shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex (lcx) artery. After a 2.5x15 synergy stent was implanted, a 2.50mm x 8mm nc emerge® balloon catheter was advanced for post-dilatation. First inflation was performed at 18 atmospheres for 20 seconds. However, during the second inflation at 20 atmospheres for 20 seconds, the balloon deflated as inflation was attempted. When the device was attempted to be removed, it was noted under fluoroscopy that the marker of the balloon did not move and the mid area of the shaft broke while the device was in the guiding catheter. Subsequently, a balloon catheter was advanced and inflated to hold the broken shaft inside the guiding catheter, and the device was removed with the guiding catheter from the patient. The procedure was completed with no patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon leak and shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left circumflex (lcx) artery. After a 2.5x15 synergy stent was implanted, a 2.50mm x 8mm nc emerge® balloon catheter was advanced for post-dilatation. First inflation was performed at 18 atmospheres for 20 seconds. However, during the second inflation at 20 atmospheres for 20 seconds, the balloon deflated as inflation was attempted. When the device was attempted to be removed, it was noted under fluoroscopy that the marker of the balloon did not move and the mid area of the shaft broke while the device was in the guiding catheter. Subsequently, a balloon catheter was advanced and inflated to hold the broken shaft inside the guiding catheter, and the device was removed with the guiding catheter from the patient. The procedure was completed with no patient complications reported and the patient's status was good.